Manufacturer narrative:
Section d10 and h3: the pump remains in use supporting the patient, although a portion of the percutaneous lead was received and evaluated by the manufacturer. Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline was confirmed during the evaluation of the returned segment from the heartmate ii lvas, serial number vad-5301. There was no functional issue detected within the driveline during the evaluation. No alarms were reported to be associated with the event and no log files or images were submitted. The approximately 23.5" segment of driveline replaced by technical services was returned for evaluation. Examination of the driveline revealed major tears in the silicone jacket approximately 4¿, 6¿, 13¿, 14¿, and 17.5¿ from the controller connector. There was additional damage to the silicone jacket along the entire length of the diiveline. There was no visible damage to the bionate. Visual inspection revealed some breakdown of the braided shield throughout the driveline. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The patient remains ongoing on vad support and no further issues have been reported. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 10 years 4 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the vad coordinator requested a cosmetic percutaneous lead repair for (B)(6) 2019. Tech services was onsite for a cosmetic driveline repair (B)(6) 2019. The entire external portion of the driveline was replaced with no issues.